Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system, electronic instructions for use (eifu) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior descending coronary artery that was moderately calcified and 80% stenosed. After lesion pre-dilatation, the 2.5x18mm xience alpine stent system was advanced to the lesion and implanted, after which, a distal end dissection was observed. A 2.5x8mm drug eluting stent was implanted to cover the dissection. There was no adverse patient sequela. No additional information was provided.